Manufacturer narrative:
Multiple attempts were made to obtain information on this event. However, physician's office stated "no additional information will be provided." Additional device implanted and involved in this event: plc181000/13996450. UDI numbers for the lots are as follows: lot 13939917: (B)(4). Lot 13996450: (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with four gore&#59397;excluder&#59393;aaa endoprostheses. Reportedly, on (B)(6) 2016, two of the gore&#59397;excluder&#59393;aaa endoprostheses were explanted. The explanted devices were reported to have been destroyed by the facility and therefore, are not available for evaluation by gore. Additional information has been requested.